Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). On 20 june 2017, it was reported from (B)(6) medical center that when they turn this unit on, it smells like an electrical fire. They did not notice any errors or warnings for over temp however. (B)(6) was contacted about the cart and dispatched a service technician to be at the site. On 21 june 2017, the technician found that unit had blown fuse and unit had leaking issue. He replaced the fuse, vacuum pump but the unit was still leaking from the bottom of the cart. An exchange for the new cart was scheduled. A new cart (serial number:(B)(4)) was shipped from (B)(4) to the hospital. On 26 june 2017, the new cart was confirmed to have been delivered to the hospital and (B)(6) was contacted about the replacement unit that was arrived at the site. Account was explained why it was exchanged and the device was tested and inspected without any installation checklist as per crm. The technician then repackaged the new cart, so that it returned to service without further incident. The exchanged cart was picked up from the hospital (tracking number: (B)(4)). The exchange cart was confirmed to have been returned to (B)(4) on 29 june 2017. Service work order (B)(4) on 20 june 2017. While the service technician could not confirm the reported event of unit smelling but the issue was resolved with an exchange. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that when the unit was turned on it smells like an electrical fire, the unit did not show any errors or warnings for over temp however. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.